Event description:
The report indicated that the device was primed for 5 hrs prior to use. Approx 15 mins into bypass, pink color in the heater/cooler lines was noted. Oxygenator was changed out without pt injury.